Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when cutting and anastomosis of tissue, the handle was used for the fifth time with a blue reload, and staple bursting occurred, and the titanium staple was not properly stapled. To resolve the issue, the reload was replaced, a normal incision and anastomosis were performed along the inner side of the previous handle, and suturing was done in the seromuscular layer with no obvious bleeding or outside leakage.